Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2014-00029 and # 9616099-2014-00188.

Event description:
The report received from the (B)(4) study indicated that during the study index procedure, after successful deployment of a precise 9 x 40 stent at the intended proximal left vertebral artery target lesion, the physician experienced difficulty closing/retrieving the filter basket of the 7 mm. Angioguard embolic protection device into the capture sheath. The device was successful removed. There was no debris noted in the filter basket. The residual stenosis post-procedure was 0%. There were no reported procedural complications, or adverse events during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Three (3) days post-procedure, the patient experienced a neurological/adverse event (ae) of stroke/subarachnoid hemorrhage. This event was later changed to an ischemic stroke. The onset of the event was sudden. The neurological deficit option was ¿other.¿ the event was characterized by right hemiparesis. The event was not related to a cordis device, the study procedure, or anticoagulation. The duration of the event was unknown. The recovery was also unknown. The patient was discharged four days after the procedure. The stroke scale score and nih stoke score were both zero at discharge which was the same as baseline. Babinski was not documented. The proximal left vertebral artery target lesion was reported to be: a 65% stenosis, absent of thrombus, 20 mm. In length, mildly calcified, not tortuous, and eccentric. The lesion was pre-dilated. No additional information is available.

Manufacturer narrative:
The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to add statement regarding the capture difficulty. After successful deployment of a precise 9 x 40 stent at the intended proximal left vertebral artery target lesion, the physician experienced difficulty closing/retrieving the filter basket of the 7 mm. Angioguard embolic protection device into the capture sheath. The device was successful removed. There was no debris noted in the filter basket. The residual stenosis post-procedure was 0%. There were no reported procedural complications, or adverse events during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Three (3) days post-procedure the patient experienced a neurological/adverse event of stroke/subarachnoid hemorrhage. This event was later changed to an ischemic stroke. The onset of the event was sudden and was characterized by right hemiparesis. The event was noted not to be related to a cordis device, the study procedure, or anticoagulation. The duration and recovery of the event were unknown. The patient was discharged four days after the procedure. The stroke scale score and nih stoke score were both zero at discharge which was the same as baseline. The proximal left vertebral artery target lesion was reported to be: a 65% stenosis, absent of thrombus, 20 mm. In length, mildly calcified, not tortuous, and eccentric. The patient¿s medical history includes hyperlipidemia, clinical copd, congestive heart failure, CABG, smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, and hypertension. High risk criteria includes chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%. The products were not returned for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15718777 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. With the information available and without return of the product for analysis or films of the reported capture difficulty it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2014-00029 and # 9616099-2014-00188.